Event description:
Hamilton medical ag received the following incident description: "during testing of the device, the red led's will not light up on the alarm lamp.".

Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification. Alarm lamp does not work because of a defective alarm lamp board. Alarm lamp board will be replaced. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the led failures was chemical corrosion due to the gas permeability. The partner service technician replaced the alarm lamp board pn 159272 to solve the issue and performed the complete service software. The ventilator was then released for use on the patient. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since medical personnel may not be visually alerted as intended/needed (however audible alarms are working).

Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification. Alarm lamp does not work because of a defective alarm lamp board. Alarm lamp board will be replaced.

Event description:
Hamilton medical ag received the following incident description: "during testing of the device, the red led's will not light up on the alarm lamp."